Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii failed to load properly. The device was squeezed and pushed forward, but it did not go forward like it normally does. They pulled out the seal to try to reroll it but it didn't work. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).